Manufacturer narrative:
G5:510(k)#: k102985. B4: (B)(6) 2021. The field service engineer (fse) replaced the battery to resolve the issue. The unit was tested and it as returned to service. No parts were returned for failure investigation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
It has been identified that MFR report#: 2031642-2021-04311 is the correct report and is the primary complaint. MFR report#: 2031642-2021-04436 has been identified to be a duplicate and should be nulled.

Event description:
The customer reported battery issue. The device was not in clinical use. No patient or user harm was reported. The customer has received battery but needs field service engineer (fse) to replace battery under warranty replacement.